Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, there was an intermittent power issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/16/2016 with the following findings:. Unexplained por¿s observed in the black box. Returned battery cap has stripped threads. Battery compartment is cracked above & below the bumper pad..returned battery cap is unable to fully attach to the pump; por¿s duplicated with returned battery cap..new test battery cap is able to carefully attach to the pump and was used to complete a 24 hr duration test; no por¿s were duplicated during this time. The returned battery cap contact measurements are in specification. Removed pump cover; no evidence of internal moisture or damage to the power circuit was found. Correction to serial #.